Manufacturer narrative:
Event date is (B)(6) 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device had coating of the insertion section was peeling off. Additionally, there was a leak in the distal end rubber coating (a-rubber), the a-rubber glue had a defect, connecting tube and grip unit were scratched, scope body was discolored, cover glass of eye piece unit had coating peeling off, and eye piece unit was scratched, the user¿s complaint of leak at a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for repair for the issue a leak at the distal end rubber coating. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device had coating of the insertion section was peeling off. This medwatch is being submitted for the reportable issue of the peeling of the insertion section coating observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the defect of peeling off the coating on the insertion section (greater than or equal to 1 x 1 mm2) was attributed to customers handling or wear and tear. The device had multiple scratches that were determined to be traces of physical stress such as the insertion section may have interfered with and was rubbed against the mouthpiece. The cause was also presumed to be due to chemical stress such as a non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Which may have been directly sprayed to the insertion section. It was also determined that the device was reprocessed by using a detergent solution which was not recommended by olympus. The instruction manual identifies the following related verbiage: ¿operation manual - preparation and inspection - preparation and inspection of the endoscope - inspection of the endoscope; operation manual - operation- insertion - do not apply excessive force, when attaching the ett to the boot. Equipment damage may result; operation manual - operation - insertion - if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube; reprocessing manual - compatible reprocessing methods and chemical agents - compatibility summary - olympus endoscopic equipment is compatible with several methods of reprocessing. Certain components and accessories, however, are not compatible with some methods, which can cause equipment damage. For appropriate reprocessing methods, refer to table 2.1, the recommendations of your infection control committee and national and local hospital guidelines and policies. Olympus will continue to monitor field performance for this device.